Event description:
On (B)(6) 2022, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient had their peg-j removed due to an ulcer and bezoar, and only the peg was in place until the ulcer heals.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer and bezoar are known complications of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.